Event description:
Caller reported blood glucose results of 48 mg/dl on compact plus system, 78 mg/dl on aviva system within 10 minutes while having hypoglycemic symptoms. The caller reports being able to treat by eating an orange. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for compact plus system, medwatch with identifier (B)(6) is for aviva system.